Manufacturer narrative:
Model number/catalog number: sc-3138-55; serial number: (B)(4); batch/lot number: 7005485/20903864. Model/catalog description: lead extension kit, 55cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. It was stated that the patient had a reaction to the leads placed in the back and an increased symptoms were also noted. The physician believed it was not device related and the cause was unknown. It was unknown if cultures were taken and if patient was placed on antibiotics.

Event description:
A report was received that the patient had an infection. It was stated that the patient had a reaction to the leads placed in the back and an increased symptoms were also noted. The physician believed it was not device related and the cause was unknown. It was unknown if cultures were taken and if patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information could be obtained.